Event description:
According to the literature, a retrospective cohort study from (B)(6) 2012 to (B)(6) 2018 was undertaken to determine the infection free survival rate of tunneled cuffed catheters (tcc), the incidence and causes of catheter failure, and the associated risk factors in children undergoing maintenance hemodialysis through tunneled catheters. Forty-five (45) tccs were inserted in patients between the ages of 5 and 16. Either a silicone mahurkar catheter in sizes 8, 10, or 12.5 fr was used or a competitor device. Non-serious complications included 2 kinking and malposition of catheters which were either managed with guide wire manipulation or catheter removal and 3 catheters that were cracked were removed immediately and replaced with another catheter at the same or different site. Routine catheter care was performed at the end of each dialysis session. The exit site was cleaned with a solution of 2.5% chlorhexidine in alcohol followed by a sterile transparent dressing of the exit site that was changed weekly unless indicated earlier. The catheter was locked with heparin in a concentration of 5000 units per milliliter. The authors did not provide information on which reported adverse events were related to mahurkar catheters or a competitor device.

Manufacturer narrative:
D10 concomitant product: unk dy, dialysis unknown (lot#: unknown); unk dy, dialysis unknown (lot#: unknown) richa prakash, alpana ohri, amish udani, uma sankari ali. Survival of tunneled double lumen-cuffed catheters in children on maintenance hemodialysis ¿ a retrospective cohort study. Indian journal of nephrology, volume 33, issue 5. Doi: 10.4103/ijn.ijn_37_22. Pages 348-355. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.